Manufacturer narrative:
The explant procedure was attended by a nalu representative who noted that the implantable pulse generator (ipg) was placed in a location on the calf area with a very small surface, which caused the external therapy discs to not seat flush against the skin. It is likely that the positioning of the ipg and thus the external components caused disruptions in therapy and led to lack of adequate pain relief. There was no obvious malfunction of the system or any of its components at the time of explant. The suboptimal positioning of the device based on patient anatomy likely led to the patient frustration and subsequent explant.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat foot pain. In (B)(6) 2024 the firm was notified that the patient and spouse were requesting to have the system explanted due to inadequate pain relief. A representative of the firm reached out to the patient to offer troubleshooting. Patient and spouse reported frustration with the system and declined troubleshooting. A full system explant took place on (B)(6) 2024 per patient request.